Manufacturer narrative:
(B)(4). Additional narrative:a photo of the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. Photographic evaluation confirmed the reported condition of liquid drops on the inner wall of the housing. However, due to sample unavailability, a leak test could not be performed and the root cause could not be identified. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that one (1) infusor device leaked during patient use. After two days, the device presented liquid drops on the internal wall of the infusor and the hospital exchanged for another. The infusor was filled with 5-fluorouracil. No report of patient injury or medical intervention. A photo of the sample is available. No additional information.